Event description:
The customer stated while deleting patient samples that had been archived on the architect c8000, they heard a loud pop and saw white smoke coming from the system control center followed by a burning electrical odor. The customer powered down and disconnected the instrument from the wall outlet. There was no report of injury due to this issue. Field service was dispatched to inspect the instrument.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The architect c8000 instrument was connected to a universal power supply (ups), and no power disruptions had been observed by the customer. The field service representative (fsr) went to the customer site, and replaced the system control center (scc) platform e power supply. The scc power supply was requested for return but was not received. Review of the safety memo and product evaluation indicates the architect power supply is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. The review of the customer's service history for instrument (B)(4) showed no additional complaints for this issue have been received. A review of complaints did not identify any trends related to this issue. Based on the available information, no product deficiency was found for this issue. After the replacement of the power supply, the field service engineer verified the instrument is running within specifications.